Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   PMA/510k: k011028, k013227.

Event description:
It was reported that patient was seen for retrieval of a fractured dental implant #30. On exam the crestal portion of the implant was found to have multiple fractures which resulted in the crown/abutment to falling out. After removal of the fractured implant we grafted the area for a future implant.

Manufacturer narrative:
An impl tapered scr-v mtx 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was location is #30 and was used for approximately 3 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvb13) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.